Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 67 mg/dl. Customer stated that she was not able to eat for 12 hours, due to she was fasting for a blood glucose test and she passed out in the street due to low blood glucose. Customer stated that she has been hospitalized several times for low blood glucose, but does not recall the dates of the previous hospitalizations. Customer also stated that she is currently hospitalized for 2 months, but unrelated to diabetes. She stated that her blood glucose has been high and fluctuating during hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.